Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified component of an ncircle tipless stone extractor was found "broken" when the device was tested prior to use. The device was not used on the patient. Another device was used to complete the ureteral calculus removal procedure. The patient did not experience any harm as a result of this occurrence.

Manufacturer narrative:
Event summary: as reported, an unspecified component of an ncircle tipless stone extractor was found "broken" when the device was tested prior to use. The device was not used on the patient. Another device was used to complete the ureteral calculus removal procedure. The patient did not experience any harm as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned in an open pouch. The mlla (male luer lock adapter) and collet knob were tight and secure. The green catheter was partially severed at the mlla. The cannulated handle was severed from the coil assembly. When the handle was in the closed position, approximately 6 mm of cannulated handles protrudes form the green catheter. Function test determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not close due to damage to the device. The basket sheath was severely damaged, being split at the handle. The basket assembly was also damaged in the same location, with the cannulated handle and basket wires separated. The device damage prevented the basket from functioning properly. The cause for the damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.